Manufacturer narrative:
The company representative sent the customer a replacement bulb. No onsite visit was performed; therefore, the customer reported event could not be confirmed or replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the top two illuminator ports were out before surgery. The auxiliary illuminator was used to initiate surgery.